Event description:
The ge oec 2600 fluoroscopy system would not boot up. No fluoro.

Manufacturer narrative:
A ge oec svc rep investigated the issue and removed and replaced the system motherboard and systems interface pcb. The power to the floppy drive was also found to be inverted and was corrected to restore functionality. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction